Event description:
During the neck dissection at the implant procedure, a vein was inadvertently nicked, and the patient experienced bleeding. Physician applied pressure to the site to achieve hemostasis. This resolved the issue.